Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during during preventive maintenance of cardiosave hybrid type g plug iapb compressor failed. There is no patient involved.

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes, investigation conclusions,medical device problem code, h11. A getinge field service engineer fse evaluated the unit. The fse reported that the helium regulator calibration and transducer gain checks had no issues. When the drive and vacuum pressure regulator calibration was to be carried out the compressor failed to start. It was also noted that there was no over temperature alarm present and the fse replaced the scroll compressor which resolved the issue. Device passed the performance and safety checks according to factory specifications. The following was performed by (B)(4) sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received scroll compressor with a reported failure of compressor would not operate again.the fat dept. Conducted a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed. The fat department installed part in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department could not perform drive regulator pressure calibration. Due to the vacuum reservoir failed to reach minimum vacuum 150 mmhg level in 30 sec, in addition, on clinical mode it logs power up failure code3. The fat dept. Was able to verify the malfunctioning scroll compressor.

Event description:
N/a.